Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. The customer experienced an elevated blood glucose (bg) level displayed as "high", dizziness and a stomachache. A specific bg value was not provided. Reportedly, the customer received assistance from their mother who delivered a correction bolus via the pump to address the bg. Customer reverted to an alternate method of insulin therapy.